Event description:
It was reported this account is having increased incidents of misprogrammings with the flo-gard pumps. The clinicians are programming in units/hr instead of ml/hr causing overinfusions. It is unknown how many incidents they have but there has been no patient injury reported.